Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted device evaluation: visual analysis of the returned device identified: crease flat, brown/yellow particles in the surface of the shell and weight to the spec. Cloudy in the gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "super hard" and exchange of textured device due to patient's concern with product. Healthcare professional reported rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.